Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a part of the instrument broke during usage and had to be retrieved from inside the patient's foot using a stainless-steel forceps.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the instrument pack was returned for evaluation. Upon inspection, the curved and straight elevator instruments were found to be in good condition with no visible signs of damage or deformation. The double ended rasp can be seen to be broken on one end of the instrument as reported. The nature of the fracture surface exhibits signs of a brittle fracture. Furthermore, a hardness test according to rockwell on the returned device indicates the material being in accordance to the values in the material specification. Based on investigation, the root cause was attributed to a user related issue. The event was most likely caused by the application of excessive force on the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that a part of the instrument broke during usage and had to be retrieved from inside the patient's foot using a stainless steel forceps.